Event description:
The peripheral IV catheter the plastic hub (yellow piece of the 24g catheter) had a crack in it that when placing the IV, it started bleeding through the crack of the IV hub. Patient was not harmed and not distressed but IV had to be removed and replaced. Lot# 4394329.